Event description:
It was reported that the saw blade broke during a procedure. It was further reported that a larger size of blade was used to complete the procedure. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that the blade was broken. A potential root cause for the breakage was considered to be the application of excessive lateral pressure during usage. It was not possible to determine the definitive root cause for the breakage.